Event description:
It was reported that this patient died at home in the middle of the night. The patient went to bed with an ac adapter and a battery connected to the controller. It was reported by the ventricular assist device (vad) coordinator that around 1 am the patient's girlfriend awoke and patient was found cyanotic with low flow alarms. Emergency medical service (ems) arrived on the scene but were unable resuscitate the patient and the patient expired.

Manufacturer narrative:
The pump and a controller associated with the reported clinical event were returned for evaluation. The controller met specifications as it passed visual inspection and functional testing. A review of the log files associated with this device indicated the occurrence of low flow and vad disconnect alarms on the reported event date, confirming the reported low flow alarms. The pump met specifications; the pump passed visual inspection, functional testing and dimensional evaluation. Pathological analysis did not reveal any evidence of device complication or thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made, patient conditions/change in patient sate are factors that can attribute to these types of events. Controller / (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Preliminary log analysis for 48 hours prior to the event confirmed low flow alarms with a sustained decrease in estimated flow followed by two vad disconnect alarms. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings the pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The patient manual outlines to call your doctor, nurse or vad coordinator immediately if there are low flow alarms. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device not returned

Manufacturer narrative:
With follow-up investigation it was reported that there were no further findings regarding the event or possible contributing factors. Autopsy was completed with no positive results to date. Cardiothoracic was clear; no thrombus was noted. Further detailed autopsy analysis of the brain was requested by the site.